Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two years and eight months after the implant of this transcatheter bioprosthetic pulmonary valve, the right ventricle-pulmonary artery gradient measurements had increased to 40mmhg. A covered stent was placed inside the melody and a non-medtronic 29mm tbpv was implanted. Gradients were reported to be 0 mmhg after the valve-in-valve. No additional adverse patient effects were reported.